Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A complete quality notification review was not performed because the device was manufactured prior to (B)(6) , 2004 ¿ the implementation date of the erp system. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description (B)(6)2018 07:13:28 ssaysith please refer to file #2018-021341-248837 from cad. ____________________ problem description (B)(6) 2018 12:16:24 (B)(6) there was no patient involvement (B)(6) steve scott had a msiii infusion pump. Channel a, b and c would not run fsod calibration step 1. I gave him instruction to verify most of the probable causes. He confirmed they were all corrected. That eliminated the mechanical issue. I recommended steve to replace mea board.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004, the implementation date of the erp system. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(6).